Event description:
Event description guidant received information at a wound check occurring eight days post-implant (p-I), upon review of daily measurements, this right ventricular (rv) lead displayed increasing threshold measurements. In addition, r wave measurements were unable to be measured and the lead was unable to capture the myocardium. Chest x-ray showed the rv lead was no longer in its original position. Ten days p-I, the patient underwent a revision procedure and the rv lead was successfully repositioned.